Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly. (B)(4).

Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy (lsh) procedure, the device was visualized to be cracked. The surgeon withdrew the device and upon inspection, noted that it was bent but the tip did not completely break off. Another similar device was used; however, it was observed that it was peeling/curling inside the body cavity so the surgeon removed the device. No piece of the device fragment fell inside the patient and there was no metal exposed. A third similar device was used to continue the intended procedure; however, the tip of the probe broke inside the patient. The surgeon was unable to find the broken fragment. At this time, the surgeon decided to leave the device fragment in the patient. However, the intended procedure was successfully completed with a fourth similar device. It was reported that the surgeon will inform the patient of the retained fragment and discuss a follow-up plan. There was no patient injury reported. No further information was provided.